Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis caused by a broken infusion set. It was stated that it appears that the customer had diabetes ketoacidosis three times within the past month. It was stated that the doctor found a leak in the infusion set, which caused her diabetes ketoacidosis. No further info was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoir was connected and locked in place properly.